Event description:
It was reported, that technical services (ts) was contacted for a latitude review. Ts noted functional loss of capture (loc), due to intrinsic beats falling into refractory periods. Causing the following paced beats to have low evoked response and being undersensed, marked as loc. Ts noted, the t-waves present in the electrogram (egm), indicating that in reality there was capture. Ts discussed programming options. And noted the device had been functioning normally as programmed. The device and leads remain in service. No adverse patient effects were reported.